Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit has lcd issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was reported that the device the cs300 intra-aortic balloon pump (iabp) lcd issues. Getinge field service engineer (fse) confirmed rtv display and transducers malfunctioning. Fse replaced the rtv display and both transducers. As a precautionary measure fse replaced ECG leads, clamp, cable. Performed system checkout and released to customer for clinical use. There was no patient involvement. The defective components were received for further investigation. The fat installed pn: 0160-00-0113 into the cs300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. Tested for 30 minutes with no issues found. The fat installed pn: 0682-00-0076-01 into the cs300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. No issues found during testing. The fat installed pn: 0104-00-0021 into the cs300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. Fat could not replicate and verify the reported malfunctions of these parts. Retaining the parts in the failure analysis and testing department per procedure number (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that during inspection while in shop , the cs300 intra-aortic balloon pump (iabp) unit has lcd issues. There was no patient involvement.